Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the architect c8000 analyzer generated a falsely low sodium result of 111 mmol/l. The sample was repeated using an alternate method yielding a value of 140 mmol/l. A new sample from this patient produced a sodium result of 141 mmol/l. No adverse outcomes were reported related to this issue.